Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05562. On (B)(6) 2015, the patient underwent a trial procedure. Post-op, blood was present at one of the lead sites. The doctor decided to remove the lead that was liable. Upon removing the lead, the doctor noticed the bleeding was superficial and was due to the doctor transecting the patient's vein. It took an hour to control the bleeding. A few days after the remaining lead was removed on (B)(6) 2015, the patient was admitted to the hospital for pain in their targeted areas. A CT scan was performed and revealed no anomalies. Allegedly, the pain the patient was experiencing is believed to be unrelated to the trial, scs system or trial procedure.